Event description:
Following a premature ventricular contraction procedure in the left ventricle, a pericardial effusion was noted during a routine echocardiogram following the procedure. A pericardiocentesis was performed to stabilize the patient. There was no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error was displayed throughout a majority of ablations. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to the ¿check baseline¿ error, the accuracy of the measured forces during ablation cannot be determined. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.